Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited inappropriate mode switch due to oversensing issue. Programming changes were made. The patient was in stable condition.